Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during use on a patient who was in the prone position, the mayfield modified skull clamp (a1059) had a loose screw on the 80lb torque knob and lost its pressure. The patient suffered a laceration from the slippage. Additional information indicates that a levo head holder was used with the mayfield device, and it was when they attempted to move the levo that the mayfield lost pressure. They are unsure which device malfunctioned. No surgical delay has been reported.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the index knob and the lock needed new components added to replace worn internal parts. Unit was machined to have heli-coils added to the large starburst threads. General cleaning performed and new components were added to replace worn internal parts. Root cause - complaint of the loose screw confirmed via inspection of the unit. Movement of the 80-pound torque screw was loose and it was able to thread with little resistance. Probable root cause is routine use and wear. Service and repair was unable to duplicate the reported loss of pressure. Probable root cause of slippage is improper or suboptimal positioning of the skull clamp on the patient. No further investigation required based on the acceptability of risk. This will be monitored and trended going forward.

Event description:
N/a